Event description:
It was reported via medsun medwtch report that "the pt underwent angioplasty, stenting and insertion of a bard g2x inferior vena cava (ivc) filter at another hospital; hospital unk. Device details UK. Unsuccessful retrieval of ivc filter attempted twice at other hospitals before the pt presented to this hospital for retrieval/removal of the ivc filter. Pt arrived with fractured ivc filter. During retrieval, fractured leg of the ivc filter was observed in left ivc and migrated to retroperitoneum; unable to removed the filter leg from the pt. No surgical removal since risk outweighs the risk of keeping filter leg in. Health professional's impression is that the device was already fractured prior to the third attempt." The pt was reported to be doing well post successful filter retrieval.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. To date, the filter has not been returned by the user facility. The event investigation is currently underway. Please note that a copy of the facility's medwatch report has been received and was submitted to FDA under (B)(4).